Manufacturer narrative:
Manufacturer's comment: no further details were received. Further information has been requested.

Event description:
Acute allograft failure [complications of transplanted heart]. Case description: spontaneous report was received on (B)(6) 2012 from an other health professional regarding a pt, initials unknown, with heart transplant. The pt's medical history was not provided. On an unspecified date, the pt initiated celsior solution for organ preservation, dose regimen not provided. On an unspecified date, the pt experienced acute allograft failure. The action taken with celsior treatment was not provided. The outcome for the event of acute allograft failure was unknown. Concomitant medications were not provided. The intensity and causal relationship of the event to celsior were not provided. This is 1 of 2 cases from this reporter regarding acute allograft failure in pts that received this lot of celsior. Please refer to cels-1000022 for the second case.